Event description:
This lead was implanted on (B)(6) 2008 and still remains implanted at this time. The physician was dr. (B)(6) at (B)(6) . A call to technical services on 1/17/2013 10: 17:23 am states that 5 shocks were received in september for sinus tachycardia. Caller asked how to program to a single zone. Reviewed, would like to have 280 bpm. Technical services stated it is limited to single zone at 220 bpm. Also rep had programmed to 7v in the lv. Would like to test other configurations. Dr nobel. Reviewed while on phone, lv tip to rv, lv tip to can and lv ring to rv all reported back as >2k. At very end of the conversation, patient fell. Could have caused l v lead damage. Evented due to inappropriate therapy and for the l v impedance issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).